Manufacturer narrative:
Weight and ethnicity: unknown; requested but not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the right eye due to "mechanical failure." No suture or vitrectomy was required. The incision was enlarged. There was no patient injury. Amvisc (bausch + lomb viscoelastic) was used. Through follow-up, it was learned that the "mechanical failure" was determined by the patient's report of constant blurred vision with reading and working at the computer and glare/halos with lights at night. There was no issue/malfunction with the iol. Another johnson & johnson iol was implanted as replacement (different model, aab00, different diopter of +18.0). The patient is doing well and is very happy with improved quality of vision with exchanged iol. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: oct 6, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could contribute to the complaint issues could be identified. The complaint issue was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.